Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 356 mg/dl and 366 mg/dl. Customer's other blood glucose value was 488 mg/dl. The customer experienced symptoms such as sluggish and headache. The customer was treated with syringe. Customer alleging possible pump under delivery. Customer stated that the high pressure test was pass. The device will not be returned for analysis.